Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. The physician was unable to deploy the needles and could not park the foot. The physician forced the lever closed to retract the foot and pulled the device out of the artery. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.